Event description:
A hospital in (B)(6) reported via our distributor that the manometer was broken on two rd900 neopuff infant resuscitators. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuffs were not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the description of the problem and our knowledge of the product. A serial/lot number was only provided for one of the neopuffs. A lot check revealed no other complaints on the neopuff for this lot number. Conclusion: without the devices we are unable to determine what may caused the manometers to break, but previous investigations have shown that the most likely cause is some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".